Event description:
New information indicated the device was at normal elective replacement indicator (eri)/end of life (eol). The device was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device could not be interrogated. No intervention made at this time.